Manufacturer narrative:
(H3) the pending revision reported may be the result of prosthesis wear of the non-modular tibial component or loosening of the tibial and/or femoral component. The components have been implanted for 16 years. Not enough information is available to determine the cause of the reported deterioration. The most probable root cause associated with the reported event as the adverse event appears to have occurred but there is not yet enough information available to classify the device problem.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported by this female patient that she has a 16 yo tkr performed by(B)(6)in 2005. It is beginning to deteriorate. I have an orthopedic surgeon who suggested I determine whether or not I could still get a replacement liner from exactech. Patient required results of investigation. The dimensions of my current tkr are: femur: exactech optetrak left knee size 2 palacos cement. Tibia: exactech optetrak size 2 metal back monoblock, posterior cruciate stabilize, 9-mm. Thick molded polyethylene, palacos cement and patella: 32-mm, 3 peg, all poly, palacos cement.